Manufacturer narrative:
Information contained in this report was previously submitted through psr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual and microscopic analysis was performed which identified wear abrasion, creases flat, non-penetrating nicks, broken sharp on posterior and sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is sharp broken and one opening on the posterior side due to surgical impact, for the non-penetrating nicks. Reason for reoperation due to abnormality of breast and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "abnormality of breast felt," and rupture. Device has been explanted.